Event description:
The customer was hospitalized for low blood glucose. Customer stated the insulin pump was being delivered 70u through the night. However, the bolus history not indicate of insulin.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.